Manufacturer narrative:
(B)(4). Investigation summary: one 20039e7d sample from lot 20036461 was received in open packaging with no fluid inside the device. The customer confirmed the occlusion was observed on flushing of the extension set and that the connecting product was a bd posiflush. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to testing by connecting a 50ml bd plastipak syringe from stock to the smartsite component and flushing; the customer's experience was not replicated as no occlusion or flow resistance was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20036461 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the exact root cause of the customer's experience in this instance. There were no issues identified during testing of the returned product and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20039e7d product. Investigation conclusion: one 20039e7d from lot 20036461 was received in open packaging with no fluid inside the device. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to testing by connecting a 50ml plastipak syringe from bd stock to the smartsite component and flushing with water; the customer's experience was not replicated as no occlusion or flow resistance was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20036461 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the exact root cause of the customer's experience in this instance. There were no issues identified during testing of the returned product and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 5 smallbore 6 inch ext vlv were clogged/blocked/occluded. The following information was provided by the initial reporter: I have documented the batch numbers of the connectors that we are still having the same issue with. I have also included the lot number of the smartsite extension set which has the same problem. Smartsite extension set ref 20039e7d lot (10) 20036461 exp 2023-03-18.